Event description:
The patient was taken to the operating room where adequate anesthesia was obtained using the general endotracheal method. Excerpts from the surgeon's notes: the abdomen was successfully insufflated with the use of carbon dioxide...the patient's right fallopian tube, the utero-ovarian ligament and the round ligament were identified, grasped, and with the use of the vessel sealer adequately cauterizing the tissue followed by sharp incision. Circulating rns report: at the middle of the procedure, the force bipolar stopped working re: not burning. Device was changed to another similar device, and the procedure was completed without further incident. No patient harm. Manufacturer response for system, surgical, computer controlled instrument, endowrist (per site reporter). Medical field representative informed by (B)(6) supervisor.